Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
In the morning the insulin pump was off and blood glucose was 289 mg/dl. The battery was replaced and it was reprogrammed. The device had no alarm low battery and it had off no power. The device is not returning for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display noted. The insulin pump had normal operating currents and no unexpected off no power alarm or damage to the isolation tape. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the display window. (B)(4)